Event description:
Dealer is stating that the attendant foot brake are not holding in place, which is leaving the end user with no brakes. Update - dealer called back stating that the chair originally had the foot brake, but going to replace with push to lock. Wheel locks not holding.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.